Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported the primed set with the texium luer added was connected to the lower smartsite port of the patient's line. During and after infusing via the pump module nursing noted drops of docetaxel on the floor (the drug is red in color) and identified leaking from the texium/smartsite connection. Upon disconnecting, nursing noted that there was visible drug on the tip of texium luer. There was no patient harm or medical intervention. No add'l info was provided.